Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Initial investigation noted the ICD never triggered a replacement indicator while implanted. The returned ICD was then analyzed, passed all baseline tests performed, and exhibited normal device operation. Analysis did not identify any device characteristics during analysis that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had passed away and was recently explanted by the pathologist. The patient's family was concerned a potential malfunction occurred and wanted the ICD returned for analysis to check for any potential episodes that may have occurred leading to the patient's passing. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Initial investigation noted the ICD never triggered a replacement indicator while implanted. The returned ICD was then analyzed, passed all baseline tests performed, and exhibited normal device operation. A review of the device's memory did not identify any anomalies, and there were no arrhythmia episodes recorded on or around the date of the patient's death. Analysis did not identify any device characteristics during analysis that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had passed away and was recently explanted by the pathologist. The patient's family was concerned a potential malfunction occurred and wanted the ICD returned for analysis to check for any potential episodes that may have occurred leading to the patient's passing. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had passed away and was recently explanted by the pathologist. The patient's family was concerned a potential malfunction occurred and wanted the ICD returned for analysis to check for any potential episodes that may have occurred leading to the patient's passing. The ICD is expected to be returned back from the field for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had passed away and was recently explanted by the pathologist. The patient's family was concerned a potential malfunction occurred and wanted the ICD returned for analysis to check for any potential episodes that may have occurred leading to the patient's passing. The ICD is expected to be returned back from the field for analysis. No additional adverse patient effects were reported.